Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number is not known. (B)(4).

Event description:
This patient was enrolled in the in.pact global study. At the time of enrollment, in-stent restenosis (isr) of the protege stent was observed. The protege 6x100 stent was deployed (B)(6) 2011. The pattern of isr was focal in the body of the stent. The treatment began with pre-dilatation with a 4x40 balloon (unknown make and model). The isr was then treated with an in.pact admiral balloon. Inflation time was 120 seconds at 12 atm. The procedure was successful. Total treated length was 60mm and the residual stenosis was 10%. Treatment performed (B)(6) 2013 the patient was discharged (B)(6) 2013. At the 12 month follow up ultrasound showed a small re-obstruction in the target lesion due to plaque. The event required treatment in (B)(6) 2014. After treatment of the in-stent restenosis in the target lesion with the dcb, emboli was observed in the tibio peroneal trunk on the right side. This was treated with aspiration. In (B)(6) 2014 the patient experienced a stroke. A CT scan was performed and medication administered.